Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The pt's blood glucose results were 46 and 181mg/dl. Tests were done within 10 mins. Pt's meter was not coded correctly and pt was also cleaning meter incorrectly. Pt did not experience any adverse events. No further info has been reported.